Event description:
It was reported that the pt presented to the physician's office after an x-stop procedure for intense back pain focused around the implant. The pt also had some residual leg pain, but the back pain was much worse than before the procedure. A post-operative x-ray showed good positioning of the device. Blood tests were negative for infection. The physician did not run any specific tests "to an" allergic reaction but the pt may have experienced an allergic reaction. A laminectomy was performed for the leg pain and the x-stop implant was removed. The pt experienced relief of the back pain and his leg pain resolved. It was reported that the pt did well after the x-stop removal.

Manufacturer narrative:
Method - device not returned. F/u with treating physician.